Manufacturer narrative:
Corrected data: d9 - the product return date was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the image freezing, the switch on the front panel not working, and all the leds on the front panel lighting up could not be identified. However, it's likely the cause is related to a faulty patient board set (dp board & cp board). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during maintenance, the image color was bluish as white balance was not able to be performed on the evis exera iii video system center. There were no reports of patient harm or injury associated with this event.

Manufacturer narrative:
An olympus field service engineer (fse) went on-site and confirmed the image color was bluish as white balance was not able to be performed due to the front panel buttons not working while pressing. Additionally, rust and corrosion were found on the receptacle connector and the lock on the receptacle was loose. There was also rust visible on the rear panel of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.